Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693565 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient that they believe they may have received a shock. Upon follow up, it was determined that the patient had been seen following the initial complaint and had a device check done at that time. The device incorrectly detected an atrial fibrillation (af) episode as a ventricular tachycardia (vt) episode, resulting in an inappropriate shock to the patient. The physician adjusted the patient's medications, however no adjustments were made to the device at that time. The device remains in use. No further patient complications have been reported as a result of this event.